Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that when trying to read ins got rm05 error code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have been having trouble with the recharger. Patient stated they had trouble when they were in florida last year and they had her take the battery out and put it back in and it worked fine. Pt states they were sent a paddle in the past. Patient said in the last month it has been doing it again where it tells her to call medtronic so cannot continue. Patient has tried resetting and it will work fine for a few weeks and then it stops. Patient also said it will take forever sometimes to recharge because it keeps stopping and will only do 10-20% and then stop. Agent asked what the error code was and patient said the orange triangle and it says cannot work or to call medtronic. Patient mentioned they has reset the controller and that will work for a bit but then it goes right back to the error message. Patient then said today they noticed the paddle got really hot where the cord attaches to the paddle. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out. No symptoms were reported.